Manufacturer narrative:
Integra has completed their internal investigation on october 9, 2017. Results: evaluation of returned device; the hook coating is damaged and seems burnt. A thorough observation of the area with a microscope show coating burning. The insulating coating on the hook shows white scratches. No material or manufacturing defect has been found. DHR review; no anomalies that could be associated with the complaint were observed complaints history; no adverse trend - first occurrence of this risk for this device conclusion: the most probable cause of this event is a contact with another electrical device during use. The scratches on the hook are probably due to the use of an abrasive material during the use or the cleaning of the hook. The IFU stipulates that the user should "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition". The white scratches are not micro cracks but scratches due to abrasive cleaning.

Event description:
2 of 2 reports. Other mfg report number - 2523190-2017-00122. It was reported that during a bariatric surgery, the surgeon saw an electric arc. There was no patient injury and the event lead to 15 minutes surgical delay. The customer is questioning if it is micro cracks? When looking the sheath it seems thinner, and after several sterilization it seems to become thinner (like melted).